Manufacturer narrative:
Sientra complaint #:(B)(4). At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Right-side ultrasound detected rupture.

Event description:
Right-side ultrasound detected rupture and bilateral capsular contracture, baker grade 2, right side. Capsular contracture date of event: 09/25/2024.

Manufacturer narrative:
Sientra complaint #: (B)(4). Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Right-side ultrasound detected rupture and bilateral capsular contracture, baker grade unknown, right side. Capsular contracture date of event: 09/25/2024.

Manufacturer narrative:
Sientra complaint#: (B)(4). Sientra received the suspected device from the customer and performed a failure analysis. The device was returned back and upon initial observation found to have shell failure and dark yellowing. The device was unable to be weighed. Upon device inspection, the explant received in 3 pieces. (A) denotes delamination. Upon optical inspection, this explant was received ruptured and was submitted for optical analysis. An unknown cause was identified. The explant was analyzed using an optical microscope and images were taken of the area and are as follows: 4850267 analysis 120x 1, 4850267 analysis 120x 2, 4850267 analysis 120x 3, and 4850267 analysis 120x 4. The observed result mechanical testing 314% for ultimate elongation and 3.5 (lbf) for ultimate break force. The cause of shell failure is local stress of unknown origin. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.